Event description:
Reported as pain, scarring and extrusion after placement of facial chin implant. Further clarification of the event per the explanation op report: incipient extrusion and asymmetry of chin implant. Additionally scar contracture of the implant was released and removed along with the chin implant.

Manufacturer narrative:
Device labeling: patients should be advised that medical management of adverse reactions may include explantation. Explantation and replacement may also be indicated to achieve patient satisfaction. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination, and palpalbility may occur. Careful preoperative planning and surgical technique are essential to minimize the occurrence of such results. Implant extrusion, or exposure, may occur and require removal, result in disfigurement, and require revision surgery. Predisposing factors include inadequate tissue covering, inadequate surgical pocket size, unsuitably large implant, displacement, and associated necrosis. As expected following any invasive surgical procedure, pain of varying intensity and duration will occur following facial implantation. In addition, improper size, placement, or surgical technique may result in pain associated with nerve entrapment or interference with muscle motion. Pain may also accompany other adverse reactions. Unexplained pain must be promptly investigated. Additional device labeling: formation of a fibrous tissue capsule is a normal physiologic response to any foreign body, including silicone facial implants. The smooth capsule often improves implant immobility and facial contour. Contracture of the fibrous tissue capsule around silicone facial implants has not been reported as a complication in the literature, but could potentially result in firmness, implant displacement, discomfort or pain.